Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited multiple high out of range shock impedance measurements of greater than 125 ohms a rise in the right ventricular pacing impedance measurements was also noted, however no values were reported to be out of range. The ICD remains in service. No adverse patient effects were reported.